Manufacturer narrative:
Integra has completion their internal investigation on (B)(4) 2014. The investigation included: methods: evaluation of the actual device, review of device service records, review of complaint history. Results: DHR; no abnormalities relate to reported incident found nor where there any variances or mrr's associated with this lot/work order number. No service history on file. Trend: no design or mfg trend has been identified however this issue will be monitored. Result; in summary: engineering and qual were able to confirm the customer complaint. The root cause on the crack in the base handle casting can be attributed to normal wear tear in combination with over-tightening. Integra- recommends customers to send in their units for service maintenance once a year. Additionally, the handle's shock cushion looks completely worn out and fragmented which could have been one of the factors that contributed to its fracture. The shock cushion allows the handle to function (open/close) properly as well as to be adjusted without compromising the integrity of the casting itself. However, the lack thereof could lead the casting to crack when used continuously. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported that an a2101 had a cracked handle housing of the mayfield skull clamp. There was no pt involvement with this complaint.